Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. This product was used to treat a sub acute thrombosis of a previously placed stent in the left main trunk causing a 100% restenotic lesion. An express2 3.5/20 mm stent was deployed between the left main trunk and the lad coronary arteries and an express 2 3.5/8 mm stent was deployed at the left circumflex coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a mach1 jl4 guide catheter to cross the lesion. After crossing the lad and left circumflex coronary arteries with the guidewire, the physician attempted a kissing balloon technique using a maverick2 monorail 15/3.5 mm balloon and a goring 3.5/20 mm balloon catheter. When the first inflation was carried out, the maverick2 monorail balloon ruptured at 8 atms. The maverick2 monorail balloon was removed and replaced with a goring 3.5/20 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.